Event description:
Same case as MFR report #3005099803-2008-04827. It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, the sphincterotome would not bow and a shaft kink occurred on the balloon. The lesion was located in an unspecified biliary duct. The jagtome rx sphincterotome was advanced to an unspecified location, however, upon attempting to perform a sphincterotomy, the device was unable to "bow". The device was removed and another of the same device was used. At an unspecified time later, the shaft of the extractor rx 12mm x 15mm retrieval balloon kinked. The device was removed and the procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "fine".